Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-18, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). Information provided confirmed the patient no longer had a csf leak.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (10 mg/ml, 2 mg/day) via an implantable pump for malignant pain. The patient experienced a cerebrospinal fluid (csf) leak at the spine where the catheter was anchored. A blood patch procedure was performed on (B)(6) 2018, but it did not alleviate the leak. The rep was notified that a catheter revision procedure was scheduled for (B)(6) 2018. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information was requested. The rep did not know the cause of the csf leak or the patient's status. During the pump revision, "nothing was done to the pump or catheter. The doctor opened up the spinal incision and closed the muscle and skin layers with more sutures. The doctor did not touch or change anything in regards to the pump or catheter."